Event description:
The customer called stating that she was hospitalized due to high blood glucose level with a value of 416 mg/dl. Prior to the event, the customer had experienced several no delivery alarms. The customer was unable to troubleshoot the insulin pump at the time of the call. The customer requested for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.